Event description:
Developed capsular contracture with first mentor implants after double mastectomy and immediate reconstruction in 2010. Diagnosed with hashimoto's thyroid disease in 2011. Replaced implant due to capsular contracture and hardening of implant in 2016. Muscle pain, joint pain, neck pain, shoulder pain, chest pain for last 2 years and continuous lab abnormalities. Developed capsular contracture with first mentor implants after double mastectomy ((B)(6) 2008) and immediate reconstruction - capsular contracture - 2009. Diagnosed with hashimoto's thyroid disease in 2010. Autoimmune, connective tissue. FDA safety report ID# (B)(4).